Event description:
It was reported that the customer was hosptialized for dka. The programming and histories were accurate. It was indicated that the reservoir was not placed correctly in the pump. The contact was assisted with correct placement. Moreover, the contact stated that there were air bubbles in the tubing and resevoir. At the time of the call, the customer was on injections. A few days later, the customer called back to confirm the correct programming in the pump.